Event description:
The user medwatch report indicated: "the pump run was totally uneventful. All parameters were within normal limits the entire case. It was only at the end of the pump run that the user suspected the oxygenator could possibly be failing or beginning to fail. Although the po2 (oxygenation) was within normal limits, suspicions were created due to the amount of oxygen required to maintain a normal po2 given the rate of blood flow and fio2 (fraction of inspired oxygen) required at that point in the case. There was never an indication that the oxygenator should have been replaced at that time or any other time during the case since it never posed any threat to the pt. Once bypass was terminated, another setup was primed, debubbled, and made ready in case emergency bypass was warranted. When the user facility realized that reinstitution of cardiopulmonary bypass was becoming evident, the first pump with the questionable oxygenator was removed from the room and the newly primed one brought in. Cardiopulmonary bypass was reinstituted without any problems, incidences, or delays."